Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore excluder® aaa endoprosthesis have not been evaluated in the revision of previously placed stent grafts. It should be noted that, per IFU, the gore excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease. The aortic and iliac extender endoprostheses are intended to be used after deployment of the gore excluder® aaa endoprosthesis. These extensions are intended to be used when additional length and / or sealing for aneurysmal exclusion is desired.

Event description:
On (B)(6) 2021, the patient underwent hybrid debranching of the aortic arch and thoracic endovascular aortic repair to treat a brachiocephalic artery aneurysm with real chimney technique using a gore® excluder® aaa endoprosthesis. During the procedure, a non-gore graft was anastomosed with the ascending aorta, and a gore® excluder® iliac extender component was deployed from the graft into the ascending aorta using a chimney technique. The procedure was completed without any reported complications. On an unknown date in (B)(6) 2021, a stenosis of the chimney graft was reportedly observed during follow-up examination. The cause of the stenosis is unknown. On (B)(6) 2021, a reintervention was performed whereby an additional stent graft was implanted to treat the stenosis. The stenosis was resolved, and the patient tolerated the procedure.